Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a bariatric sleeve ¿ vertical gastrectomy, identified at assembly time. The load was visually broken and did not fit into the stapler. The underside of the load was crooked. When he moved the crooked part to tidy up, several pieces loosened. There was no delay in surgery or damage to the patient.

Manufacturer narrative:
(B)(4). Batch # r58k66. Device analysis: the analysis results showed that one gst60t reload was received unfired, with the pan partially detached from the left side. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number r58k66, and no non-conformances were identified.